Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding the implantable drug infusion device. The drug being delivered was dilaudid (hydromorphone). It was reported that the patient is trying to deliver bolus and is getting code 8286 on the ptm. They reviewed code 8286 (empty reservoir) meaning with the caller and redirected the caller to the patient's healthcare professional (hcp) to address the issue. The patient did not miss a refill appointment that he is aware of.